Manufacturer narrative:
The case reports the patient requiring hospitalization for treatment of dka and was diagnosed with stage 1 kidney disease. According to the report the patient noticed her blood sugar increasing and not responding to programmed correction bolus doses of insulin. The patient reported no abnormalities or concerns with the pod, and cannula insertion. The pod was removed and discarded at the hospital. No devices related to this report will be returned for investigation. Based upon the available information, the reasons for the patient increased bg and hospitalization are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The reported events are known risks and are captured in the device labeling and risk management documentation. Op5 technical user guide pt-002111 rev. 04 04/25 page 369- warning: always be aware of your current sensor glucose values, trust how your body feels, and do not ignore symptoms of high and low glucose. Even though insulin delivery adjusts automatically in automated mode with the goal of bringing your glucose level to your defined target glucose, severe hypoglycemia or hyperglycemia can still occur. If your sensor glucose values do not match your symptoms, always check your blood glucose using a bg meter erroneously low sensor glucose values can cause prolonged insulin suspension leading to hyperglycemia, dka, or death. Pg. 235-you can avoid most risks related to using the omnipod 5 system by following the instructions in this technical user guide and by promptly treating symptoms of hypoglycemia (low glucose), hyperglycemia (high glucose), or diabetic ketoacidosis (dka) according to your healthcare provider¿s instructions. The easiest and most reliable way to avoid these conditions is to check your glucose often. If additional information is received, this case will be reassessed. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized with diabetic ketoacidosis (dka) after wearing a pod for between 5 and 24 hours on their arm. The patient¿s blood glucose rose to around 30 mmol/l (540 mg/dl) and they experienced increased ketones (exact result unspecified). Symptoms reported include hyperglycemia, feeling sick, vomiting, and dark urine. She had attempted to give herself a total of 8 boluses prior to going to the hospital, but her blood glucose did not seem to be decreasing. At the hospital the patient was diagnosed with diabetic ketoacidosis and kidney injury stage 1. The treatment provided was an insulin drip, saline drip, unspecified anti-sickness medication, and unspecified blood tests. The pod was removed at the hospital and left there, therefore was unavailable for return. The patient was discharged from the hospital after 26 hours.